Manufacturer narrative:
Other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed both corners of the top case and the battery door were cracked. Review of the event history log showed an occurrence of a "check clutch plunger lever" message. Functional testing involved multiple occlusion tests with no duplication of the reported issue. Based on the investigation, the complaint allegation was not confirmed. The investigation determined a possible, but unconfirmed, cause of the reported issue to be that the syringe was accidentally manipulated by the customer during the infusion. The lead screw and clutch halves were replaced as a preventive measure. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D5 is unknown. No information has been provided to date.

Event description:
It was reported that an error message occurred during a returned order service. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.